Manufacturer narrative:
Per the user guide: the insulin pump keeps track of the amount of active insulin from food and correction boluses (iob). When programming additional food or correction boluses, the pump will subtract the amount of iob from the recommended bolus if your bg is below the target set in your active personal profile. This can help prevent insulin stacking, which can lead to hypoglycemia. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after customer delivered two correction boluses and an additional "override" bolus (insulin stacking), customer's blood glucose (bg) lowered (60 mg/dl). Glucose tablets, juice and glucagon pen were used to address bg. Customer went to the emergency room (ER); bg was 350 mg/dl upon arrival. Customer had not yet been treated at the time of the report. Although multiple attempts were made by tandem technical support to follow up with customer to obtain additional information, customer did not reply.